Manufacturer narrative:
During follow-up, the patient said she noticed no defect or malfunction with the m14 catheters. She said she used to get uti's every month, then when she began catheterizing with the m14 catheter, the uti's decreased. The patient reported she now gets a few uti's a year, and believes due to the late stage ms, she has had to catheterize more often which could contribute to her getting uti's.

Event description:
Intermittent catheter patient (user) said she got a urinary tract infection (uti) while using the m14 catheters, although she did not specify it was the catheters that caused the uti. During follow-up, the patient reported she had to take two courses of antibiotics to fully recover from the infection.